Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the battery compartment was cracked and there was moisture in the battery compartment, and the pump had no power. The reporter stated that there was no damage to the battery cap and the yellow o-ring was not visible at the time of the power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box showed multiple unexplained reboots on (B)(4) 2016. Visual inspection revealed that the battery compartment was cracked. The returned battery cap was undamaged and was able to secure and maintain electrical connection. Leak testing revealed a leak at the battery compartment. The pump was able to power on. The complaint of no power could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that there was moisture corrosion inside the display screen and the display was dim and distorted. The keypad buttons were unresponsive. The keypad cover was intact; the keypad cover was removed and no defects were found with the button contacts. There was evidence of moisture corrosion found behind the display and on multiple internal pump components when the pump cover was removed.